Event description:
This is a 58-yr-old male who was admitted to the hosp on 6/7/93 for a malfunctioning penile prosthesis. On 6/8/93, pt was taken to the or for revision of the penile prosthesis. Pt was seen two wks postoperativley by his physician and was doing well. On 8/24/93, pt returned to this physician and it was noted that all the fluid had leaked out of the penile prosthesis. Pt is to be rescheduled for surgery required to revise the prosthesis.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.